Event description:
The pt had been transferred out of the pool onto the hoist chair and sub chassis to be taken to the toilet. The hoist was pulled backwards and the front right-hand castor became detached and the tcs tilted to one side. No injuries were reported.